Event description:
As reported: during a proximal splenic embo, dr. Had a 30cm sheath in the aorta and a 100cm 4fr angled catheter in the splenic artery. The artery measured 8-9mm in diameter. The first coil used was an 35 14x34 framing coil. Dr. Advanced the coil to the tip of the catheter and it became stuck. Within a few seconds of manipulating the coil, dr. Stated that he felt like the coil broke free. He removed what was left of the pusher wire and injected saline into the catheter to shoot the coil out into the vessel. The coil landed where he wanted, however, a long portion of the pusher wire was still attached to the coil. The wire snapped in half, it wasn't the coil detaching like he suspected. The wire prolapsed into a collateral vessel and tracked all the way back to the origin of the splenic artery. It was noticed that the catheter kinked at the proximal portion of the splenic artery. From there, he decided to continue the procedure and put a 45cm sheath up into the splenic artery along with a new 4fr 100cm angled catheter and continued to deploy six 035 azur cx coils without incident to complete the procedure. No patient injury reported.

Manufacturer narrative:
Correction: corrected response to "is this a single-use device that was reprocessed and reused on a patient?" In section d. Items returned for evaluation: -pusher. Items not returned for evaluation: -implant. -introducer. -shrink lock. -dispenser hoop. -catheter. The visual analysis of the returned items found that the implant was not attached to the pusher, but no signs of activation using a detachment controller was observed on the heater coil. No damage or other anomaly was observed on the pusher. The implant was not returned for evaluation. The investigation of the pusher found the monofilament broken, indicating that the device experienced a tensile break. The investigation of the returned coil system found the pusher returned without the implant attached, but no indications of activation using a detachment controller was observed on the pusher heater coil. The implant was not returned for evaluation. The investigation found the pusher¿s monofilament with a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. However, without radiographic imaging from the procedure, this investigation could not determine if any part of the coil prolapsed into a collateral vessel as described in the reported event. The catheter used in the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported complaint.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Part of the pusher wire has been returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
As reported: during a proximal splenic embo, dr. Had a 30cm sheath in the aorta and a 100cm 4fr angled catheter in the splenic artery. The artery measured 8-9mm in diameter. The first coil used was an 35 14x34 framing coil. Dr. Advanced the coil to the tip of the catheter and it became stuck. Within a few seconds of manipulating the coil, dr. Stated that he felt like the coil broke free. He removed what was left of the pusher wire and injected saline into the catheter to shoot the coil out into the vessel. The coil landed where he wanted, however, a long portion of the pusher wire was still attached to the coil. The wire snapped in half, it wasn't the coil detaching like he suspected. The wire prolapsed into a collateral vessel and tracked all the way back to the origin of the splenic artery. It was noticed that the catheter kinked at the proximal portion of the splenic artery. From there, he decided to continue the procedure and put a 45cm sheath up into the splenic artery along with a new 4fr 100cm angled catheter and continued to deploy six 035 azur cx coils without incident to complete the procedure. No patient injury reported.